Manufacturer narrative:
Device manufacturing date is unavailable. On 06/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/23/2016 a medtronic representative, following-up at the site, reported the surgeon had x-ray department take a picture with a marker. The surgeon did not place a screw, this was only on l5. The surgeon used markers and flouro for the remainder of the procedure. On (B)(6) 2016 a subsequent procedure, performed successfully on (B)(6) 2016, by the same surgeon, using recommended protocol. The surgeon saw where the new projection from the navlock instrument stayed on top of the saved projection. The surgeon used the navlock for the entire procedure, placed 5 screws, all were accurate. Surgeon is requesting navlock instruments going forward. On 06/28/2016 two medtronic representatives found that the site used non-medtronic spheres. On (B)(6) 2016, this same surgeon performed a successful surgery where medtronic spheres were attached to the apt and did not have any issues with inaccuracy. The medtronic clinical specialist reported that the navigation system was functioning within spec and all of stv¿s instrument sets are within tolerance. There is a difference in geometry between the non-medtronic spheres and medtronic spheres, approximately ~0.10mm no parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine fluoronav procedure on l5-s1, the surgeon alleged an inaccuracy superior by 2-3 millimeters. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was approximately 10 minutes.

Manufacturer narrative:
A software investigation was completed and confirmed the software functioning as designed as the site used the application in an off label way and was unsuccessful.